Event description:
One of my home hemodialysis (nocturnal) patients had completed her treatment. She was disconnected from the machine, her blood was returned and her dialysis tubing was in a closed circuit filled with saline. Patient's husband found her slumped over and on her knees. Husband unsure of what happened. There was a syringe attached to one lumen of her perm cath where the other lumen was unclamped without a syringe attached, and there was blood all over. Possibility of inability to clamp catheter. The paramedics arrived at the house and clamped the lumen to stop the bleeding.

Manufacturer narrative:
A chr review showed no other similar product complaint file(s) from this lot. The device has not been returned to the manufacturer for evaluation.